Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: p1501dr, implanted: (B)(6) 2005; 4076-58, non-defib lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient presented with syncope after working in the yard on a hot day. In reviewing the remote monitoring transmission, intermittent far-field sensing was noted on the atrial channel during a high rate ventricular episode. The lead remains in use. No further patient complications have been reported as a result of this event.